Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 4 and 53 found in the pump history (linenumber = 8192 and filenumber = 9640). Problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. No harm requiring medical intervention was reported. The device was returned for analysis.